Event description:
A pt service representative (psr) contacted zoll customer support while assisting a (B)(6) male pt for an unrelated issue. During servicing, a reportable event was discovered. The charger/modem had a defective power unit. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. Upon evaluation, the power supply unit was defective and would not power on the charger/modem. The root cause of the defective power supply cannot be positively identified. No adverse event resulted from the defective power unit. The pt was issued a replacement charger/modem.